Event description:
It was reported during an afib procedure, when the radio channel is induced, there was radio frequency grounding to the catheter. In addition, when coming on radio frequency (rf), there was noise. When the bwi clinical account specialist (cas) closed the pacing channel the noise went away. The customer also stated that when pacing from the reference deca port and ablation started the patient went into "a-fib" which stopped by itself after ablation ended with no intervention.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during an afib procedure, when the radio channel is induced, there was radio frequency grounding to the catheter. In addition, when coming on radio frequency (rf), there was noise. When the bwi clinical account specialist (cas) closed the pacing channel the noise went away. The customer also stated that when pacing from the reference deca port and ablation started the patient went into 'a-fib' which stopped by itself after ablation ended with no intervention. The piu was replaced by the field service engineer. The new system was tested and was ready for use. The following cases were continued without issues. The defective piu was tested by carto manufacturer (htc). After investigation it was determined the issue was due to a defective opto-switch of ECG card. Htc confirmed the reported problem and found that the defective opto-switch of ECG card was the cause of the noise issue. The card was sent to a subcontractor for repair. DHR review was performed. No anomalies were noted in manufacturing or service. An internal corrective action was opened to address this issue.